Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced multiple power source alerts resulting in being unable to charge the pump. Additionally, the pump battery depleted rapidly. Customer¿s blood glucose level was 172 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.